Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. No phone number provided. Caller reported currently the unit is operating and could not duplicate the issue. Caller advises the following error codes in the device history report: 1014 post timer/24v failure: 1012 air valve liftoff failure. 4010 air valve stuck closed. Philips customer support advised customer that the 1014, 1012, and 4010 appear to be in conjunction. And advised customer to replace the power supply. The customer replaced the power supply to resolve the issue. Closed case.

Event description:
The caller reports timer/24v failure during power on self test. There was not patient involved. Event date not specified, estimate used.